Event description:
It was reported to philips that the system was unable to perform exposure. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned coronary/non-emergency treatment, which was completed as planned using the same system (system usable with fluoroscopy). The philips remote service engineer (rse) inspected the system remotely and checked the logs, which did not show any clear faults. The rse stated that the exposure worked only once every 10¿12 attempts and identified it as a user error. The local field service engineer (fse) spoke with the customer and was able to resolve the issue. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information received, if the procedure was not affected and the customer was able to complete the procedure as planned, normally on the same system without delay, it is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on the results of this investigation, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. Evaluation method code was corrected.